Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead has been showing high, out of range pacing impedance in the ra lead channel. The atrial lead trend shows lead impedance high, out of range since earliest date available to be seen on trend graph. According to the field representative they did not proceed with a programmed magnetic resonance imaging. Also, they were to send patient back to referring physician to be consulted. The ICD and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead has been showing high, out of range pacing impedance in the ra lead channel. The atrial lead trend shows lead impedance high, out of range since earliest date available to be seen on trend graph. According to the field representative they did not proceed with a programmed magnetic resonance imaging. Also, they were to send patient back to referring physician to be consulted. The ICD and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.